Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a speedband superview super 7 ligator device was used for a procedure. According to the complainant, during the procedure, it was difficult to deploy bands after the second band was deployed. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
Event date is unknown. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.